Event description:
It was reported that the patient presented to the emergency room with severe dizzy spells. Upon interrogation of the pulse generator, the patient went asystolic and dizzy. The emergency vvi button on the programmer was pressed which restored pacing. A message indicating that the pulse generator was in backup vvi was displayed. The device was explanted and replaced.

Manufacturer narrative:
Final analysis confirmed normal battery depletion.